Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the information provided for the investigation, the reported event was confirmed. The probably cause was most likely attributed to damage to the image sensor unit. A definitive root cause cannot be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the screen became black and did not show images on the bronchovideoscope. This occurred during a diagnostic procedure. There were no reports of patient harm or injury.